Event description:
It was reported when the devices were used during a subtotal gastrectomy procedure, the staples were not formed. Another device was used to complete the case. There was no consequence to the patient.